Event description:
On 8/20/97, rn reports pt developed gram negative peritonitis using the home choice pd cycler. Pt was hospitalized from 8/18-8/20/97. Pt was treated with gentamycim 40mg x14 days ip and one dose of vancomycin 1gm. Rn reports as of 9/11/97, peritonitis is resolved.